Event description:
Pump declared alarm 20, which occurred during pumping. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in loading a new cartridge following proper technique, and the caller was able to successfully resume insulin therapy.